Event description:
It was reported that the procedure was to treat a 100% occluded lesion in the right superficial femoral artery with heavy calcification. Pre-dilatation was performed with a 4mm balloon catheter. The 6.0 x 20 mm foxcross balloon catheter was then advanced. Some resistance was noted with the lesion during advancement. The balloon was inflated to 6 atmospheres (atm), but the balloon ruptured on the first inflation. A non-abbott balloon catheter was used to continue the dilatation and a stent was deployed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.